Manufacturer narrative:
(H3) the broken instrument reported was likely the result of applying a bending moment to the drill which led to fracture of the device. However, this cannot be confirmed because the components were not available for evaluation.

Manufacturer narrative:
Pending evaluation; concomitant device(s): drill bit.

Event description:
It was reported, during a male patient's initial procedure, as the surgeon was drilling a pin into the talar cutting block, the drill bit sheared off and became stuck in the drill hole. No parts fell into the wound. Surgical delay of 5-15 minutes with no adverse event reported as a result. Patient was last known to be in stable condition following the event.